Manufacturer narrative:
H4: the lot was manufactured from june 15, 2022 - june 17, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked and subsequently underinfused. After disconnection, the device was noted to be "not completely deflated". The total volume remaining in the device was not reported. Upon further inspection, it was noted that the bag that initially stored the device had liquid in it. There was no report of patient injury or medical intervention associated with this event. No additional information is available.